Manufacturer narrative:
(B)(4). The reported event could not be confirmed based on limited information received. No products were returned; therefore, the visual and dimensional inspections were not performed. Device history record (DHR) was reviewed and no discrepancies were found. Compatibility check noted no issues. Review of the complaint history determined that no further action is required. Per the package insert natural-knee® ii system, pain is a known potential adverse effects of the tka procedure. A definitive root cause cannot be determined with the information provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-05114, 0001822565-2018-00452, 0002648920-2018-00165.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation due to device being still implanted in the patient. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-05111 and 05114.

Event description:
It was reported that a patient underwent knee arthroplasty on approximately 7 years ago and has been experiencing pain since the procedure. The patient received a letter, that he could not provide, from zimmer indicating that there was a problem either with his knee or the instrument used to perform the surgery.

Manufacturer narrative:
The follow-up report is being submitted to relay additional information. The following sections have been updated: date of report, describe event or problem, brand name, common device name, model#, catalog #, serial #, lot#, expiration date, other #, UDI#, implant date, concomitant medical products, name and address, date received by manufacturer, PMA/510(k) number, if follow-up, what type?, device manufacture date, and additional mfg narrative. Concomitant medical products: natural knee ii tibial insert, catalog#: 620108909, lot#: 60695783. Natural knee ii tibial stem, catalog#: 6307-01-220, lot#: 60692382. Natural knee ii polyethylene patella, catalog#: 630107101, lot#: 60544285. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-05106, 0001822565-2017-05111, 0001822565-2017-05114, 0001822565-2018-00452.

Event description:
It was reported that a patient underwent knee arthroplasty on approximately seven years ago and has been experiencing pain since the procedure. The patient received a letter, that he could not provide, from zimmer indicating that there was a problem either with his knee or the instrument used to perform the surgery.